Event description:
It was reported that the pump battery depleted too quickly, but it did not lead to a pump shutdown. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to uninstall and reinstall the mobile app and to monitor battery depletion rates, following up if they exceed 35% per day.